Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the mini trek catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded. The inner member was collapsed for a length of 8 cm proximal to the proximal seal and throughout the balloon. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to advance a mandrel through the tip to measure the inner diameter of the guide wire lumen but there was resistance noted and the mandrel only advanced 4 cm proximal to the proximal seal and would not advance any further. The mandrel was advanced through the hub and resistance was felt and the mandrel stopped 17 cm proximal to the proximal seal. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to advance a new 0.014 inch guide wire through the tip and through the inner member but there was resistance noted and the guide wire only advanced 9cm proximal to the proximal seal and would not advance any further. A new indeflator filled with water was used to pressurize the balloon catheter to 265 psi and then release pressure to neutral. At neutral pressure the guide wire would not advance any further. It is possible that as resistance was met with the guide wire, if the shaft was manipulated during the attempts to advance or retract, this would contribute to the inner member becoming stretched (collapsed); however, the initial cause of resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove the guide wire. There is no indication of a product quality deficiency.

Event description:
It was reported that during a balloon angioplasty procedure in a highly stenosed mildly calcified de novo lesion in the mildy tortuous proximal left anterior descending coronary artery, the physician advanced a fielder guide wire to the target lesion. A 1.5x15 mini trek otw balloon dilatation catheter was advanced over the fielder guide wire to the target lesion. When the physician dilated the dilatation catheter resistance was felt between the dilatation catheter and the guide wire. The physician removed the catheter after attempted dilatation; resistance was felt during removal, and the catheter subsequently became stuck on the guide wire during the attempted removal. The dilatation catheter and the guide wire were removed as a single unit and the procedure was completed using a non-abbott balloon dilatation catheter. There were no patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Event description:
Subsequent to the initial reported information, a determination was made to provide clarification of the event description, as follows: as previously reported, after the physician performed dilatation, resistance was felt between the balloon catheter and the guide wire during attempted removal, and the catheter subsequently became stuck on the guide wire. However, there was no reported resistance during dilatation of the balloon; only during attempted removal of the balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and checked for proper mandrel movement online during the manufacturing process. A sampling of units is also destructively tested to verify guide wire movement. Since no resistance was initially reported during advancement to the lesion, this suggests that the clearance between the catheter and the guide wire may have been reduced after inflation of the balloon, thereby contributing to the reported resistance. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, or if there is coagulation of blood or contrast in the lumen of the catheter, the clearances can be reduced to an undesirable level. If the catheter was further manipulated during an attempt to retract the catheter as resistance was met with the guide wire, this could cause the inner member to become stretched (collapsed), however, this could not be confirmed. Based on the information provided and the analysis of the returned product, a definitive cause for the reported resistance with the guide wire and noted damage could not be determined.